Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-41875. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead and the right ventricular (rv) lead was oversensing far p-waves. No intervention was performed. The patient had no adverse consequences.